Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 67 hours of extended tests at the customer's settings. During bench testing the ventilator functioned within the operating temperatures at all times with no abnormalities. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported by the customer that the ventilator was getting too hot to touch while on a patient. The customer also reported that the ventilator continued to function without any issues and did not alarm for any conditions. There was no report of any patient harm.